Event description:
A facility reported a microsensor (ID 826850) was implanted on (B)(6) 2025 in a 12 year old male admitted for intractable headaches. Icp values 8-9mmhg and appropriate waveform. There was a waveform the entirety of the implantation. One hour after insertion icp values trending negative. It is not known if patient lead was connected at time of insertion. Patient lead was confirmed connected on (B)(6) 2025. Icp values maintained negative mmhg readings throughout the day ((B)(6) 2025). Patient sitting up: -10 to -13mmhg. Patient at 30-45 hob -2 to -1mmhg. Patient flat icp values 3-4mmhg. Patient had generalized headache, however no new deficits with negative readings. Monitor and cable were replaced and negative readings persisted. MRI of brain was completed prior to insertion ((B)(6) 2025), showing normal ventricles of the brain. Patient has ventriculoperitoneal shunt placed as infant and has not had revision during lifetime. Technology surrounding cerelink icp monitor and microsensor: iphone (within 1 foot), video game console within 3 feet, IV pump, phillips bedside monitor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7495597 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter crimped 18.5 and 19 cm from connector end. Icp express = 518; cerelink monitor acceptable; zeroed without any issue. The device passed electronic, noise and signal drift tests. The issue of the complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Manufacturer narrative:
Updated fields: d6b, g3, g6, h2, h3, h11. Additional information received: the sensor was removed on (B)(6) 2025, and was not replaced. The patient is in stable condition.

Event description:
N/a.